Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-13686. It was reported that the patient presented experiencing stimulation near the shoulder. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing. The physician noted possible clavicular crush. During the procedure, the atrial lead was found to have insulation damage. The physician attempted to explant the atrial lead, but the right ventricular - rv lead failed to disconnect from the atrial lead. The atrial and rv leads were explanted and the patient was in stable condition afterwards.

Manufacturer narrative:
A partial lead was returned for analysis in 6.6 cm and 23.9/ 45.0 cm segments. Final analysis found that the insulation was abraded at 11.6 and 18.8 cm from the distal tip. Final analysis found that the insulation was fractures/crushed at 23.7 ¿ 23.9 cm from the (connector pin/distal tip). The damage sustained resulted from clavicular crush.